Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4212682. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180, batch # 4212682. Verbatim: "I just wanted to reach out and let you know our or area has identified another affected lot# 4212682 with the same rubber issue as mentioned in (B)(4). " " the blunt fill needles are puncturing vials, but taking with them rubber from the vials, which then nurses are seeing when they are drawing up mediations. " additional information received on 17jan. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 01-15-2025. 2. Did the reported issue have any impact on the patient? No. 3. Any adverse event or serious injury reported to patient? If yes, please provide the details no.